Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: promus elite ous mr 16 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A hypotube break was observed at 58.5 cm distal to the distal end of the strain relief. The types of damage noted are consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion containing <=45 degrees bend was located in the highly tortuous and mildly calcified left anterior descending artery. A 16 x 4.00 promus elite drug-eluting stent was advanced to treat the lesion. However, the device failed to cross lesion and the shaft broke. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.